Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification from (B)(4) 2012 to end of pump use on (B)(4) 2012. The black box and suspend history indicated that the pump suspended on (B)(4) 2012 from 9:44am until 11:25am. There were no alarms or pump conditions indicating a malfunction recorded in black box or pump alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed a faded and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. There were no insulin delivery or pump defects were found during investigation.

Event description:
The reporter contacted animas on (B)(6) 2012, alleging that on (B)(6) the patient was almost unconscious and 911 was called. The patient's blood glucose level upon arrival of the paramedics was 44mg/dl. The patient was treated with glucose gel. The patient's blood glucose level rose to the upper 60mg/dl range before the paramedics left. The patient contacted their endocrinologists office on (B)(6) who suggested the patient set their basal rate to a temp decrease 70%. The patient did not set the temp basal rate, and indicated that the morning of (B)(6) they felt shaky and had blurred vision. The patient tested their blood glucose level to be 52mg/dl. They were able to treat with orange juice and their blood glucose resolved to 92mg/dl. The reporter indicated no change to diet although the patient had severe diarrhea on (B)(6) to (B)(6). The patient reportedly had an appointment with their endocrinologist the week prior and discussed erratic bg's over past 3 months having lows and highs up to "hi" and the endo made some adjustments to insulin regimen. The patient is reportedly feeling more stress than she has for quite awhile. This report is being made based on the allegation that the patient experienced low blood glucose levels and was treated by paramedics.